Event description:
After initial needle puncture for percutaneous transhepatic cholangiography (ptc), the tip of the 0.018 wire sheared off in the left hepatic lobe. No medical concerns. Completion of the procedure was uneventful.